Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify "after some ¿finagling¿ the staff was able to remove the device from the tissue.": was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an laparoscopic splenectomy procedure that when they closed on thick tissue while closing the jaws something in the handle ¿popped¿ loudly and the device would not fire. Reverse was not used to remove the device, after some ¿finagling¿ the staff was able to remove the device from the tissue. Another like device was used to complete the procedure after the surgeon ¿thinned¿ the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r5966m. The analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.